Event description:
1112,10:00.26pm,(B)(6) 2022,cbito2 press sensor range error.

Manufacturer narrative:
Philips received a complaint on the v60 ventilator indicating that there was an 1112 error code found in the device log. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The field service engineer (fse) found the error code 1112 error code (check vent: o2 supply pressure sensor range error) in the devices logs while onsite. The fse ran the device for 15 minutes but was not able to duplicate the issue. The fse reviewed the service manual, and it was determined that the device required a replacement data acquisition (da) printed circuit board assembly (pcba). The fse replaced the da pcba, and the device successfully passed all performance verification tests. The device was returned to the customer for use. The replaced da pcba was returned to the philips product investigation lab (pil) for evaluation by a pil technician (tech). Functional analysis by the pil tech confirmed that the da pcba operated as designed with and without oxygen connected to it. Additionally, the pil tech observed and verified that no alarm or check vent: o2 supply pressure sensor range error diagnostic code was generated during operation of the part while installed in a test ventilator. The pil tech could not duplicate the alleged part issue and concluded that no fault was found. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.